Event description:
It was reported that when the device was used during a lung resection, the surgeon found only a few staples were fired and then fired another, different device. Still had the same problem. The case was completed with a device similar to the original. There was no reported pt consequence.